Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first proximal strut which is pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 18cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-may-2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation with 3.0 x 15mm non-bsc balloon catheter, a 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion even after several attempts. After expanding the lesion two more times with 3.0 x 15mm non-bsc balloon catheter, a 3.5 x 24mm synergy drug-eluting stent completed the procedure. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damaged.